Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred although an end tone, indicating a completed seal cycle, was heard. This occurred on the uterine artery that was 5mm in size. The forcetriad was set at 2 bars. The bleeding was stopped with a new ligasure device and clamps. The procedure was completed without issue and the pt was fine. No further details are available.